Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 18 years 8 months post implant of this mitral bioprosthetic valve, it was explanted and replaced with a 31 mm mitral bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.